Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device passed visual inspection but failed functional testing as a result of an inability of the battery to charge or provide power to a controller. Supplemental testing revealed that the charge and discharge field effect transistors (fets) were opened; preventing the battery from charging or providing power. The battery passed functional testing after the fets were closed, which was done by manually sending commands to the battery. As a result, the most likely root cause of the reported event can be attributed to a corruption of the main integrated circuit battery, causing the charge and discharge fets to open. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the controller has problems to recognize a single battery. When connected to controller, the patient is asked to connect a second power source. The clinic performed exchange of the battery. There was no impact to the patient.